Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2023. Bd received a used 22 gauge nexiva single port unit from lot 2216874 for evaluation. It was also reported that the defect occurred with two other units from lots 2025297 and 2154901 but no samples were received for these lots. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device was used and failed to decouple properly. Therefore, based off the visual inspection the engineer was able to verify the reported defect of failure to decouple. Failure to decouple may be a result of damage to the winged adapter, the tip shield, adhesive between the components, or misaligned/damaged v-clip. Upon inspection of the device none of this damage was observed, no adhesive was observed, and the v-slip was in the correct position and could move freely. When attempting to separate the adapter and tip shield it was noticed that the components could rotate freely removing adhesive as a potential cause. Once the two components were separated it was observed that the back of the catheter adapter was damaged. The shape and location of the damage indicated that the defect most likely occurred during the weld step due to a misalignment between the part and the manufacturing equipment. H3 other text : see h10.

Event description:
It was reported while using bd nexiva single port with maxzero the needle could not disengage properly. There was no report of patient impact. The following information was provided by the initial reporter: they were unable to disconnect the grey hub from the inserted cannula and had to remove it from the patient and restart with a different catheter.

Event description:
It was reported while using bd nexiva single port with maxzero the needle could not disengage properly. There was no report of patient impact. The following information was provided by the initial reporter: they were unable to disconnect the grey hub from the inserted cannula and had to remove it from the patient and restart with a different catheter.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2025297. Medical device expiration date: 31dec2024. Device manufacture date: 25jan2022. Medical device lot #: 2154901. Medical device expiration date: 31may2025. Device manufacture date: 06jun2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.